Event description:
It was reported that during a post-implant check, the patient's right atrial (ra) lead exhibited loss of capture and far r-wave oversensing. An x-ray confirmed that the ra lead had dislodged. The physician elected to explant the ra lead and replace it with a new one. The patient's condition remained stable.